Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of dizziness and/or headache, asthma (new or worsening), inflammatory response, kidney disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 02/19/2022 and section h11 should be reported as: the manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of dizziness and/or headache, asthma (new or worsening), inflammatory response, kidney disease/toxicity. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit passed final test. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.